Event description:
A report was received that the patient had an infection at the lead site. The physician explanted patient's lead and ipg. The physician believes the infection was procedure related. The patient is reportedly doing well.

Event description:
A report was received that the patient had an infection at the lead site. The physician explanted patient's lead and ipg. The physician believes the infection was procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional explanted and suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm; model: sc-4316, lot number:14304850, description: next generation anchor kit-sterile.